Event description:
The manufacturer representative stated that they did not have any further information. They had called the patient several times and had not been able to contact them.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was a discomfort when charging. The caller stated that the patient was reporting that they thought that they have a burn from the implantable neurostimulator recharger (insr). The caller reported that they had a voicemail passed to them from another manufacturer representative. The caller had not spoken to the patient at the time of the report but in the voicemail message the patient asked if they should be moving the antenna so that it did not burn them. This had occurred on (B)(6) 2016. The caller reported that they would call back with more information.

Event description:
Additional information was received from the health care professional (hcp) stating that the manufacturer representative (rep) determined that the charger was working correctly. It was noted that there were no additional interventions or actions required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.